Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed 30 mins into treatment. Estimated blood loss was 50-100 cc's. Blood was observed leaking out of the sealed top of the dialyzer. Pt had no adverse effects and no medical intervention was required. The sample has been discarded; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.